Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was exhibiting loss of capture. A revision procedure took place and it was determined that this patient had exit block. The rv lead was successfully repositioned. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.